Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Reference the following medwatches with patient identifiers for the following systems: (B)(6) - cpla-0002556428 ¿ aviva connect - system 1, serial number ¿ (B)(4). (B)(6) - cpla-0002556451 ¿ aviva - system 2, serial number ¿ (B)(4).

Event description:
Customer reportedly received the following results, with two different meters, within 10 minutes: 56 mg/dl (aviva connect system 1) and 124 mg/dl (aviva system 2). Different vials of test strips were used for each meter. No adverse event reported. Return of the suspect device was requested for evaluation and replacement was sent.